Event description:
It was reported that pump declared alarm 20 while loading the cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through proper cartridge loading technique, successfully loaded new cartridge, and resumed insulin therapy, and no additional complications were reported.